Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer did not have electrode after removing the sensor. Customer states that after inserting new sensor, transmitter it did not blink. Customer tried another transmitter but the issue repeats again. Customer mentioned that after removing of sensor there was no electrode. Customer¿s blood glucose was unknown at time of incident. Sensor will not be return for analysis.